Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralight st ( device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #2). Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device. The patient is only making a claim for an adverse patient outcome against the ventralex(device #1) and ventralight st (device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿